Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for malignant pain. It was reported that there were multiple motor stalls and recoveries. The pump logs showed a motor stall occurred on (B)(6) 2016 at 19:07 with a recovery on (B)(6) 2016 at 19:41; a motor stall on (B)(6) 2016 at 11:52 with a recovery on (B)(6) 2016 at 12:04; a motor stall occurred on (B)(6) 2016 at 17:51 with a recovery on (B)(6) 2016 at 18:20; and a motor stall occurred on (B)(6) 2016 at 19:59 with a stopped pump period may exceed tube set seen on (B)(6) 2016 at 19:59. There was no recovery in the logs. The patient was not symptomatic. No environmental, external, or patient factors were noted to have led or contributed to the issue. The pump was updated several times to restart with success. It was unknown if the issue was resolved. No surgical intervention had occurred and it was unknown if it was planned. The patient was noted to be "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.